Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("severe and persistent pain in abdomen"), embedded device ("coils were partially embedded in my uterus despite the initial surgery"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was not performed". The patient's past medical history included multigravida, parity 3 (3 live births on (B)(6) 2006, (B)(6) 2010, (B)(6) 2013) and miscarriage in 2005. Concomitant products included medroxyprogesterone (depo provera) in (B)(6) 2013 for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), amnesia ("short term memory"), headache ("frequent headaches (severe and persistent)") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), vision blurred ("blurry vision"), weight increased ("weight gain"), insomnia ("insomnia") and adverse event ("severe symptoms"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy/essure removal), surgery (essure removal).essure was removed. In 2014, the pelvic pain and abdominal pain,abdominal pain upper was resolving. At the time of the report, the embedded device, uterine haemorrhage, genital haemorrhage, amnesia, vision blurred, weight increased, insomnia and adverse event was resolving and the headache had not resolved. The reporter considered abdominal pain, abdominal pain upper, adverse event, amnesia, embedded device, genital haemorrhage, headache, insomnia, pelvic pain, uterine haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: in approximately (B)(6) 2013 she performed a abilateral salpingectomy and in approximately (B)(6) 2014 regarding continued severe symptoms, hysterectomy was done diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Blood work and ultrasound were done but results were not provided. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.